Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that reagent probe a of the unicel dxc 800 synchron system was leaking. The leak was contained to the drip tray beneath the probe. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and determined that the valves required replacement. The fse removed and replaced the wash collar valve as well as the cartridge chemistry hamilton valve to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.